Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (05/26/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6), 2011. Evaluation was not able to confirm the alleged issues; therefore, the tests passed with no faults found. Retain test strips were also tested on (B)(6), 2011 and passed testing with no faults found. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 845am. The patient reported blood glucose results of "92 mg/dl" with the subject meter and "59 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient does not take medication to manage his diabetes and continued to follow his usual diabetes management routine. Prior to the start of the alleged issue, the patient claimed he was incoherent, sleepy and had no balance. About 855am that same morning, emergency medical services (ems) tested the patient's blood glucose at "about 50 mg/dl" with the ems meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.